Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 487 mg/dl. The customer had symptoms such as nausea and vomiting. The customer treated with manual injection. Customer's blood glucose value was 245 mg/dl at the time of the call. Customer was admitted to (B)(6) emergency room on (B)(6) 2017 at 12pm. The customer also stated that they experienced low blood glucose level of 45 mg/dl. The customer experienced symptoms such as thirst and treated with juice. The customer states the motor was no longer moving in the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.